Event description:
It is reported that the patient underwent an open reduction and internal fixation procedure of the ankle due to periprosthetic fracture two months post-operatively.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, as well as corrected information.

Event description:
It is reported that the patient underwent an open reduction and internal fixation procedure of the ankle due to periprosthetic fracture two months post-operatively. Operative notes received states the patient had some superficial sloughing skin laterally over the hardware due to the patient becoming weight bearing in their walking boot, and an insufficiency fracture due to possible over resection of the medial malleolus from the implant. Possible infection was also noted. An irrigation and debridement was performed, as well as placement of a fixation plate to correct the peri-prosthetic fracture.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. No devices or photos were returned for evaluation. The device history records were reviewed for the ankle talus and ankle tibial with no deviations or anomalies being identified. This device is used for treatment. Surgical technique and notes were not provided. A definitive root cause of the reported issue cannot be determined. This report is number 1 of 4 mdrs filed for the same patient (reference 1822565 -2016 -04287/04036/04037).